Event description:
It was reported that during a hysterectomy surgery, while the patient was under anesthesia, when changing the bipolar fenestrated grasper on the arm cart assembly, the arm triggered an unrecoverable error. While inserting the bipolar fenestrated grasper into the trocar, the bipolar fenestrated grasper detached from the arm and the arm itself stopped, which triggered the error. The arm was rebooted to resolve the issue. Took six minutes to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper in the field and the associated device logs. The bipolar fenestrated grasper was not made available for this incident as it is still in use with the customer. Review of the field service notes indicated that the logs were analyzed in the field. A failure code for 'linked to instrument drive unit controller torque redundancy' and an error code for 'mismatch between torque sensor and the redundant torque measurement' were observed. This indicates that the instrument insertion caused a high torque on the instrument drive unit (idu). Restarting of the arm cart assembly resolved the issue. Evaluation of the logs indicated that the arm cart assembly did not recognize that the bipolar fenestrated grasper was attached at the time of the failure. An instrument had been removed from the arm cart before the failure occurred and then attached after the failure occurred. The logs do not indicate if the bipolar fenestrated grasper was dislodged from the sterile interface module (sim). Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the device not being used as intended due to instrument insertion causing a high torque on the instrument drive unit. Replication of this condition may occur if the correct process for handling the instrument during inserting is not followed. The instructions for use (IFU) provides steps on insertion. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy surgery, while the patient was under anesthesia, when changing the bipolar fenestrated grasper on the arm cart assembly, the arm triggered an unrecoverable error. While inserting the bipolar fenestrated grasper into the trocar, the bipolar fenestrated grasper detached from the arm and the arm itself stopped, which triggered the error. The arm was rebooted to resolve the issue. Took six minutes to resolve the issue. There was no reported patient injury.